Event description:
The surgeon was performing an acl reconstruction on a patient, identified as having hard bone. It was reported that the surgeon did not use the starter to introduce the first screw. The IFU does require that a starter be used and it also recommends that a tap is used when a patient is identified as having hard bone. After breaking the first screw, the surgeon used the starter previous to the insertion of a second screw. The second screw was fixed without incident and the procedure completed successfully. There was no patient injury or procedural delay reported. All visible pieces were removed from the patient.